Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/13/1996 and has no repair history at zimmer surgical since july of 2011. Evaluation of the device revealed a leak in the hose. Damage was noted to the head, control bar, width plates and screwdriver. The retaining ring was frozen inside of the housing and there was corrosion and debris within the handpiece housing. The neck screws and neck were of an older style and worn. Prior to repair, the device was outside calibration specifications only at the zero thickness. The device operated within specifications. Repair of the device included replacement of the hose, head, control bar, width plates, screw driver, neck, housing and standard repair parts. The customer's reported events was not reproduced during testing; therefore, a cause cannot be determined. The damage to the hose, head, control bar and the corrosion within the handpiece could have potentially contributed to a device malfunction during use. The device was serviced and returned to customer.

Event description:
It was initially reported that the zimmer air dermatome handpiece was producing uneven grafts of the skin. Add'l clinical info determined that the issue occurred during surgery but there was no patient harm reported. There was however an impact to the graft harvested. Though the graft was usable, an extra graft was used to complete the surgery. An extension of unknown duration occurred during the event while the patient was under general anesthesia.